Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005471919.

Event description:
End user's wife states "it is hard to know why he has had many utis in recent past. Her md suspects multiple rounds of antibiotics in general as well as it could be technique despite her following proper technique." Since last may of this year, "her husband has continued to suffer from utis. She does not know reason for their recurrence. She notes he thinks he trialed some mckesson catheters as well during this time too from his home health but he typically has used the hm12c. They have had no clarity on a diagnosis/ underlying cause for her husband's neurogenic bladder. Further testing has showed he has a very large, distended bladder. She caths him and follows proper technique as she is a nurse as well. She said (B)(6) she noted he had a urine culture done as he was having shaking chills, dark colored urine and put as well draining from penis. She does not have the culture to that but notes he was treated with oral antibiotics, felt better. On (B)(6) he went into the hospital for cognition changes and a urine culture was done showing no growth. He was kept for 4 days but catheterized in the hospital with other catheters. He left that hospital stay and next day, (B)(6) had a positive culture with klebsiella. She said following that hospital stay, he had "5 different types of antibiotics" as she noted he even had a positive urine culture (B)(6) with e. Coli that was highly resistant to antibiotics. About 6 weeks ago, (B)(6) he was admitted for sepsis for 7 days and it was found he had strep in his blood cultures finalized on (B)(6) but no growth in urine culture. They used other catheters in hospital. Last thurs, (B)(6) she said she suspected he had another uti and urine culture from (B)(6) showed mrsa >100k colony growth results. He is on day 3 now (of a 5 day course) of oral linezolid. "She was advised to consult with infectious disease and plans to. Verbal order obtained for closed system sample from md, samples sent." This emdr covers the unknown number of catheters and lot numbers associated with the utis.